Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female had a rash that was weeping that would not go away. The patient does not wear the lifevest at night and the doctor is aware. Follow-up indicated that the irritation was no longer weeping and that changing the garment more frequently helped the irritation to heal faster.

Manufacturer narrative:
Electrode belt (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.